Event description:
It was reported that pump buttons were harder to press. There was no reported impact to the customer¿s blood glucose level. Caller declined technical support at that time, planned to call back if further assistance was needed, and was in process of renewing pump.